Event description:
It was reported by a surgeon that a vns patient would be implanted with a pacemaker due to the experienced events of syncope and 3 second delays in heart rhythm. The surgeon had no additional information regarding the patient's medical history. Additional information was received through the area representative who indicated he was present at the time of the pacemaker surgery. The representative indicated that he was able to successfully interrogate the patient's vns prior to surgery. At the moment good faith attempts to obtain further information regarding the reported 3 second delay and syncope have been unsuccessful to date.

Event description:
Additional manufacturer follow-up identified the patient's treating neurologist; however, the neurologist has not seen the patent since (B)(6) 2011 and was unaware of any cardiac events and has no information regarding the arrhythmia or syncope events. Additional manufacturer follow-up with the pacemaker surgeon revealed he had no information and declined to discuss the events further. Vns diagnostics were within normal limits during the pacemaker surgery on (B)(6) 2012.

Manufacturer narrative:
Device manufacture data, corrected data: an incomplete manufacture date was inadvertently provided on the initial MDR report. The complete manufacture date is provided.

Manufacturer narrative:
.